Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced swelling at the implant site. The patient was subsequently hospitalized (specific date and duration not reported) and the swelling fluid was drained twice (specific dates not reported). It was discovered that there was a magnet dislodgment which caused device connection issues after the swelling had subsided. The device was then explanted (date not reported) and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an edema and infection at implant magnet site and subsequently was treated with oral antibiotics (specific date and duration not reported).